Event description:
It was reported via phone call, that the customer received a sensor error. Customer's blood glucose level at the time 42mg/dl. Customer treated with juice. It was also reported that the sensor was bent. Troubleshooting occured. Advised sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.